Event description:
Patient settings were received. Based on the longevity table in the vns therapy physician's manual a m104 generator at the provided settings it would not be unexpected for a generator to be at 18-25% after one year. No further relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received and was indicated that the battery was at ifi - no and programmed to 31% duty cycle. The physician indicated that it seems the battery depleted quickly. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No known surgery has occurred to date. No additional relevant information has been received to date.